Event description:
Received information alleging pump did not deliver insulin. It is unknown which cartridge lot number was being used at the time of the event. Patient is currently on injection therapy.

Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is 4 years old.